Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage located at the belt clip rails found on (B)(6) 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: cracked keypad overlay, stained keypad overlay, cracked case (battery tube), broken belt clip rails, pillowing keypad overlay, keypad overlay texture damage, and cracked retainer. Cosmetic damage was confirmed at the belt clip rails. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had crack in case and had a damaged clip rails. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.